Event description:
It was reported the patient's lead was tested after ipg replacement procedure on (B)(6) 2013. The lead had several high impedance readings and the sjm representative was unable to successfully reprogram. Follow-up determined the physician explanted and replaced the lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.